Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2013, product type: extension. Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient's healthcare provider (hcp) thinks her ins has moved because her wire has moved because she fell down. The patient states she slipped and fell on ice. The patient reported that since her wire has moved her ear is hurting on her left side and the wire was close to her ear where it moved to. The patient further reports that since her fall she has been only getting 2 to 4 coupling boxes. Caller states she has been moving the antenna around a lot and she did get 8 boxes at one point but quickly lost the 8 boxes. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
When contacted for follow up information, the hcp reported they had not seen the patient since (B)(6)2016 and did not know who was currently treating them.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that after the patient had fallen down, they could not get a charge over 50%. The patient reported that when they charged their implant the first time it was 50% one day and the next day at around the same time it said low battery. The patient reported that when they attempted to charge it would not go past 50%. The patient reported recharging 2.5-3 hours today and it did not go past 50%. The patient clarified and stated that the ins was at 50% when they started charging. The patient reported that they would always charge at 50% so the battery would not get too low, but when they tried to charge, the battery level would blink but did not change. The patient reported that they got 6-8 coupling bars when recharging. The patient reported that their healthcare provider (hcp) stated everything looked fine and that the impedances were fine. The patient stated that they believed that it seemed to be due to one of the wires. No further patient complications have been reported as a result of this event.